Event description:
It was reported that there were atrial tachy response (atr) mode switches on this cardiac resynchronization therapy defibrillator (crt-d) system. Technical services (ts) analyzed the presenting electrogram (egm) and found that atrial beats were falling into the refractory period rather than the programmed blanking period, which resulted in the inappropriate mode switches. It was noted that the right atrial (ra) lead capture threshold was high at four volts. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information, this lead was explanted and replaced with a new ra lead. No additional adverse patient effects were reported.